Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the battery is not detected as charged outside of the mrx. There is no reported patient involvement.